Manufacturer narrative:
The device was discarded at the hospital and was not returned to orthalign for evaluation. Therefore, the complaint cannot be confirmed and a definitive root cause cannot be determined. Orthalign documentation indicates reusable instruments must function as intended for at least five years of service. This device was used 11 years after its date of release.

Event description:
It was reported that when using knee align2 for bone cutting, the bone cutting guide appeared charred black, likely due to the oscillator blade striking it forcefully. The oscillator blade is other company's product.